Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing a loose patella three years following initial right implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The following sections were updated/corrected: updated: initial reporter. Corrected: date of event.

Manufacturer narrative:
Concomitant medical product - unknown femoral, catalog# unk lot# unk; unknown tibial tray, catalog# unk lot# unk; unknown tibial bearing, catalog# unk lot# unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history could not be reviewed with product identification. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision approximately three (3) years post-implantation due to a loose patella. The patella was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.